Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was "high" although specific value was not provided, with large ketones. Reportedly on (B)(6) 2023, the customer went to the emergency room (ER) with a blood glucose level of 495-over 600 mg/dl and high ketones. Customer attempted to address the elevated (bg) with manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue with no permanent damage. Multiple follow up attempts were made to obtain the hospital release date, however, no response was received by the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.